Manufacturer narrative:
The information for the PMA/510k is as follows: g.4. PMA/510(k)#: eua#: (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 3. It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, one (1) false positive flu b patient result was obtained and a qc issue occurred during testing. The erroneous result was reported. Upon sample recollection and retesting the patient using pcr, a negative flu b result was obtained. Qc was reprocessed and passed. There was no health impact or consequences reported. Eua#: (B)(4).

Manufacturer narrative:
Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges false positive and invalid result (multiple lines present) when using bd veritor¿ sars-cov-2 and flu a+b assay (material#: 256088), batch number 4201749 and unknown. The customer reported that they received 3 flu b positive sample results and when performing qc testing with the flu a positive control swab; the result was positive for both flu a and b. Per the customer, samples were recollected and pcr were performed and results were negative. They also repeated the positive qc control swab on a different kit with the same lot and gave the expected result. They are unsure which kit was used for qc control testing. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number 4201749. The results were acceptable, and no relevant issues were found. Bhr and retain sample testing could not be performed on batch number unknown. No samples were received; therefore, return sample analysis could not be performed for 4201749 and unknown. A photograph was returned, however it only showed the kit label. The reported issue was unable to be confirmed. A trend analysis for false positive and invalid result (multiple lines present) was conducted, no adverse trend was identified. There were no corrective actions taken at this time.

Event description:
Report 1 of 3: it was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, one (1) false positive flu b patient result was obtained and a qc issue occurred during testing. The erroneous result was reported. Upon sample recollection and retesting the patient using pcr, a negative flu b result was obtained. Qc was reprocessed and passed. There was no health impact or consequences reported. Eua# (B)(4).